Event description:
It is reported that a routine follow-up x-ray in 2006, indicated a piece of foreign metal material near the implant site. Post inspection of instruments revealed that the dovetail portion of the impactor was broken off. Subsequent surgery was performed the following month, to remove the device fragment.

Manufacturer narrative:
Evaluation summary: the cause of the reported problem could not be definitely determined due to insufficient information. Evaluation : no product or x-rays were returned for evaluation. Device history records indicate manufacture to specification.